Manufacturer narrative:
This issue was previously reported under MDR number 3005094123-2022-00111 under a different suspect device. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated architect total b-hcg results for four patients. The following results were provided: case 1 initial result 18.19 miu/ml, repeated <1.20 miu/ml. Case 2 initial result 19.89 miu/ml, repeated <1.20 miu/ml. Case 3 initial result 6.49 miu/ml, repeated <1.20 miu/ml. Case 4 initial result 14.91 miu/ml, repeated <1.20 miu/ml. The customer reported out the <1.20 miu/ml results. No impact to patient management was reported.

Manufacturer narrative:
The field service representative (fsr) inspected the instrument and resolved the issue by performing troubleshooting and cleaning of parts. A review of the modules logs found the module generated error code 3356 aspiration error on the liquid level sensing board (0), clot sensing around the time the falsely elevated results were run. The fsr cleaned the syringes, as well as cleaned the vacuum vessel drains and the tubing for parts. The architect system operations manual contains adequate information for troubleshooting the observed issue. The architect system reagent package insert adequately address sample handling, performance characteristics, assay processing, and interpretation of results. No contributing factors in the month prior to the complaint were identified in- regards to the system. The service history of the (B)(6) verifies no subsequent issues have been reported related to falsely elevated b-hcg results. Trending review did not identify any trends for the complaint issue. Labeling review concludes that the issue is adequately addressed. Based on all reviewed data, a product deficiency was not identified.